Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to continue troubleshooting with the customer; however, all were unsuccessful.